Event description:
It was reported to philips that the device had failed op check displaying an x. There was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that there was a problem in an operation check. The customer reran operational check and the device passed. Philips is unable to rule out that a malfunction did not occur. The cause was not determined. The device remains at the customer site and no further evaluation is required at this time.